Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. - keep the air / water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had noisy image. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) medical corporation the cleaning, disinfection, and sterilization (cds) clinical decision support was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the air/water nozzle was flushed with air and water during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that noisy image occurred due to corrosion on the electrical connector. It was also noted that the switch 1 had foreign objects and water tightness was lost due to a pinhole on the channel tube. There were scratches noted throughout the device and the plastic distal end cover had a dent. The adhesives around the light guide lens and objective lens were peeled and the scope cover plate had peeling. The scope cover and control unit were shaved. The electrical connector had discoloration due to water leakage and connecting tube had buckling. The adhesive on the bending section rubber had a white clouded area and a chip. The play of the up/down knob and bending angle in the up direction were out of standard value due to wear of the angle wire. A flare occurred due to adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.